Event description:
It was reported that a surgical intervention was performed due to limited flexibility.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/ medical team concluded, it has been communicated that a revision was performed due to limited flexibility, and the surgeon does not fault the device for the revision. There are no explants or clinical documents to be provided for review. Therefore based on the lack of information, a thorough clinical assessment cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.